Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-aug-2019 with the following findings: during investigation, the pump was powered on and the display was found to be dim and discolored. Further investigation found the battery compartment to be cracked. The cartridge compartment was also found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim display, a cracked battery compartment and a cracked cartridge compartment. This report is made based on results of investigation completed on 27-aug-2019. There was no indication that the product caused or contributed to an adverse event.